Event description:
It was reported that a home patient's (hp) minicap had cracked and leaked betadine during use. The hp developed peritonitis in association with this event. The cracked minicap was in use for several hours. The patient stated that they had not over tightened the minicap, when placing the cap on the transfer set. The nurse stated that the hp uses very clean technique, when performing all therapy steps and exchanges. The hp did not inform the nurse about the cracked minicaps until after they were diagnosed with peritonitis. The hp was not hospitalized for the event and was recovering from the peritonitis event. This is report 13 of 13 for this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a damaged minicap was confirmed through a sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line, on the surface of the cap. The surface crack appeared when the minicap was squeezed from both sides. Pressure testing was performed with no leaks detected. It was possible that the crack occurred due to over-tightening of the minicap on the transfer set, however a definitive cause could not be determined.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was not returned for evaluation. Therefore the condition could not be confirmed, nor could a cause be determined. A follow-up report will be submitted if additional relevant information becomes available. (B)(4).

Manufacturer narrative:
(B)(4): the patient had the cracked/leaking minicap on for several hours. The patient was treated for the peritonitis event with cefazolin, intraperitoneally (ip), once daily for 21 days (dosage was unknown). Three weeks after the onset of peritonitis, the patient recovered from the event. A follow-up report will be sent upon completion of the investigation or if additional relevant information becomes available. An additional minicap was identified related to this issue. (B)(4).